Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. The customer stated that after several restarts the system started. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure got delayed and completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Rse advised the third party engineer to restart the system. The third party engineer restarted the system several times. After several reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.